Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were multiple episodes of noise reversion noted on the right atrial (ra) and right ventricular (rv) channels due to noise on both leads. The noise was able to be reproduced with lead provocative measures and pocket manipulations. A lead revision procedure was performed, and during the procedure, there was insulation abrasion noted on both leads. The leads were capped and replaced to resolve the event, and the patient was stable with no consequences. Related manufacturer report number: 2017865-2020-11815.